Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs have not begun and are pending the customers approval. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs have not begun and are pending the customers approval. If any additional information is received, a follow-up report will be filed. New information: the trilogy ev300 ventilator was evaluated by the manufacturer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The manufacturer sent a service quote by email on 12/04/2025, 12/11/2025 and 12/17/2025 and made attempts to have the device and components returned for repairs and were unsuccessful. The quote expired and the case was closed, therefore no work was performed by philips. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report currently. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed. Correction to the initial report of (returned to a third part service center). Box h coding is updated.